Event description:
It was reported that this abbott system exhibited high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) reviewed and noted this was a non-(B)(6) system. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).